Manufacturer narrative:
This report is for one (1) unknown insertion handle. Without a valid part and lot number, a UDI is unavailable. Device is an instrument and is not implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Unknown, as specific part and lot numbers for the complainant insertion handle were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an implant procedure on (B)(6) 2015 during which a proximal femoral nail antirotation (pfna) blade became jammed inside of a pfna nail. The surgeons tried for an hour and one-half to correct the error and remove the device, but were unsuccessful. The patient was flown to rigshospitalet hospital on (B)(6) 2015 to undergo another procedure with the intent of removing the devices. Upon initial inspection, the blade was turned 90 degrees inside the nail. A piece of a broken insertion handle was also discovered inside the blade. It appeared that the initial surgeons attempted to insert the device via enormous force instead of hammering the implants into place. Ultimately, the devices were removed and new ones were successfully implanted. Update (B)(6) 2015: during the procedure at rigshospitalet, the nail was removed with great difficulty as it was completely jammed. The patient wound up losing some bone from the lateral cortex as a result of the difficult removal. The patient suffered some additional fracture lines to the extender distal and was re-implanted with a new pfna and cables. Antibiotic treatment and limited weight bearing was ordered. This report is for one (1) unknown insertion handle. This report is 3 of 3 for (B)(4).